Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypoxia associated with the slight oxygen saturation drop appears to be due to the asd. The cause of the reported perforation (atrial: percutaneous intervention) associated with the asd could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an atrial septal defect, hypoxia, and percutaneous intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, one ntw was implanted successfully to reduce the mr to grade 1-2. When the steerable guide catheter (sgc) was pulled to the right atrium from the left atrium, a right-to-left shunt was observed. There was a slight reduction in oxygen saturation from 99 percent to 92 percent. As intervention, an amplatzer septal occluder was used to close the transseptal puncture. Post-intervention, the saturation returned to normal. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.